Manufacturer narrative:
Evaluation completed. One collection cassette, tubing, irrigation sleeve, small specimen cup with particle and a bottle of bs050 was returned in a plastic bag. The original packaging was not returned. The part number and lot number of the pack cannot be verified or determined. There was fluid all over inside the plastic bag. Visual inspection of the blue irrigation sleeve found no black particles. There was fluid in the collection cassette. There are no visible black particles floating in the fluid. The fluid was drained and poured onto a 0.45 micron filter. The fluid was then vacuumed off in an attempt to trap any possible black particles. Microscopic examination of the filter found many particles but no "black" particles. The filter was covered with what looks like organic material. Microscopic examination of the swab returned in the plastic specimen cup did find a long black particle. There appears to be fungal growth over top of the particle. The source and origin of the particle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The facility reported during a procedure, a black substance went into the patient's eye. It came out of the side port of the phaco hand piece. The particle was removed from the patient's eye. No patient injury reported.